Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The technical support engineer was informed by the user facility that the endoscopy workstation cart 's castor fell off during an unspecified event. No patient / user harm was reported. The user facility requested a field service engineer visit the user's facility to perform an onsite repair on the cart.